Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms. Therefore, this is no longer a reportable event. Fields were updated accordingly.

Event description:
The provider states the rental unit has low o2 and gets really loud then shuts down without alarming.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the rental unit has low o2 and gets really loud then shuts down without alarming.